Event description:
The customer reported that a sample tube was removed from the robot arm gripper and sample tube fell in proximity of the interface gate. The operator reached over the interface gate in order to retrieve the dropped sample tube and at the same time the robot went into motion and broke the skin on the back of the operator's hand. First aid was performed by laboratory staff and included a thorough wash of the laceration. There are no known reports of operator and patient interventions or adverse health consequences due to the dropped tubes.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia labcell automation system. The cse assisted the customer with the process for installation of protective safety covers, as the protective safety covers were not installed. It was determined that the advia automation was moving through the normal range of motion when it struck the operator, and the cause of the puncture was failure to follow operating procedures. The cse reviewed the operator's guide instructions with the customer. An excerpt from the operator's guide ((B)(4), rev. A, 2011-09), is as follows: "warning do not remove any of the above listed protective covers unless instructed to do so in the operator's guide, operation notes, or special operating procedures. Removing any of these covers without carefully following the procedures in these documents will expose you to potentially dangerous mechanical movement and could cause bodily injury. Do not attempt to perform maintenance procedures in any of these areas of potential mechanical hazard without first pressing the e-stop safety button for the area being worked on or pulling the e-stop cord." The system is performing to specification and further investigation is not required.